Manufacturer narrative:
Additional narrative: the doctor opines that there is no relationship between suture material and possible death of the patient. It was reported that the suture was used on muscle and fascia, when dura was opened. The culture test was performed and it is possible that the patient experienced inflammation at paravertebral area, epidural abscess, wound infection, discitis and/or cellulitis, which were cured with antibiotics, abscess drainage and/or debridement. The doctor opines that external factors are more at fault than suture and the infection develops even due to the air condition and ventilation systems¿ occasionally breakages and the sterilization unit which the hospital outsource the service.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent posterior stabilization surgical procedure on unknown date between (B)(6) 2013 and (B)(6) 2014, and the suture was used. During the procedure, allografts and possibly posterior lumbar interbody fusion were performed. Following the procedure, blood transfusion was needed for the patient and a dural injury occurred. The patient, probably, experienced superficial skin infection and was treated with a daily dressing. It was possible that debridement was performed with removal of the instrumentation of the patient once or twice and thirty days of hyperbaric oxygen therapy was provided to the patient. It was also reported that the patient possibly died from multiple organ failure due to sepsis. The length of stay for the patient was, possibly, 12-45 days. Additional information has been requested.